Event description:
It was reported that during surgery, when the surgeon was preparing to cut an e5 error showed on the anspach console. The navio system was rebooted, the anspach drill replaced, but the issue could not be resolved. This case and next case was converted to a total because the system was not available. Investigation results revealed that there was a significantly recessed pin inside the anspach drill connector and also showed that the backup device was functional but the user did not follow the user guide. This complaint is for case 1.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the drill would not function in cut mode. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly/operation and also specific instructions in case the drill displays an error code. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run and a recessed pin that displayed an e5 error on the console was found during investigation of the device. The root cause after investigation was established to be supplier / raw material fault.